Manufacturer narrative:
Date of event ¿ estimated. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported inflation issue, deflation issue and patient-device incompatibility. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Post market clinical follow-up evaluation report peripheral dilatation catheter family as multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers na.

Event description:
It was reported through a post market clinical follow up (pmcf) evaluation report identifying the armada 14 xt dilatation catheter that may be related to the following: adverse effects of vessel rupture/hemorrhagic event, dissection, perforation, hematoma, embolism, occlusion/abrupt closure, pseudoaneurysm, and device issues of inflation and deflation issues, and inability to post-dilate a stent. Details are listed in the attached pmcf, titled post market clinical follow-up evaluation report peripheral dilatation catheter family. Please see the attached post market clinical follow up evaluation report for specific information.

Event description:
Subsequent to the previously filed reports, additional information was received that the same data points were captured via an update to this post market clinical follow-up (pmcf) evaluation report peripheral dilatation catheter family. Data was collected between september 19, 2024, and october 31, 2024. Please see the attached pmcf evaluation report for specific information. Date of event estimated as (B)(6) 2024.

Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported inflation issue, deflation issue and patient-device incompatibility. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 revised: date of event estimated as (B)(6) 2024 - based upon data reported during the time frame of (B)(6) 2024. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Corrections: d1 ¿ brand name: updated. D2a - common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from ni to unknown. E1 - title: updated from unk to dr. E3 - occupation: updated from na to physician. Attachment: rpt2135004 rev c titled: post market clinical follow-up evaluation report peripheral dilatation catheter family as multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers.